Manufacturer narrative:
Product ID 3889-28, lot# va03ylq, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had her device removed due to an infection nine weeks after implantation . The patient took antibiotics in attempt to "fight" the infection, but "it didn't work out". There was no additional information provided. If additional information becomes available, a supplemental report will be filed.